Event description:
It was reported that an ilet user experienced dexcom g7 signal loss to the ilet following an instructed ilet restart; pairing initially failed after toggling between g6 and g7 and restarting, then succeeded after a second ilet restart using pairing code 5037. Symptoms included elevated blood glucose reaching 230 mg/dl with a downward trend to 221 mg/dl by the end of the call, without alerts or alarms and without need for medical care. Outcomes included resolution of cgm pairing with continued ilet use and no reported clinical intervention. Investigation included guided troubleshooting and user education, including device restarts and cgm configuration steps. Investigation of this case revealed a temporary communication and pairing disruption between the ilet and the dexcom g7 with restoration after repeat restart, consistent with a transient connectivity issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction leading to transient communication disruption, resolved through standard troubleshooting.